Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred while loading a cartridge. Customer's blood glucose was 394 mg/dl. Customer loaded a new cartridge and insulin delivery was resumed. As event occurred in the past, tandem technical support was unable to troubleshoot.